Event description:
The clinician was able to reproduce noise on the rv with provocative maneuvers. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 2/3/2015: we were notified that this lead was explanted due to noise which caused aborted shocks. The explant date has been added.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Signs of abrasion were found along the lead body. A visual inspection revealed a damaged insulation at the distal part of the lead. This damage can be regarded as root cause of the noise episodes mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.